Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a warning was alerted for impedance out of range on the right ventricular (rv) lead during an implantable pulse generator (ipg) changeout. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead impedance alert was turned off. No malfunction was noted on the rv lead.